Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via phone call that the customer was running late for an appointment due to having spent most of her morning treating for high blood glucose readings. Customer's blood glucose reading was in the 530 mg/dl range when she woke up today. Customer confirmed that the insulin pump was delivering insulin as it was programmed to. Customer stated that it was more or less something relative to physiology and a recent settings adjustments made by her endocrinologist. Customer stated that her settings were reverted to be more on the high side as she was having extreme low blood glucose readings. Customer stated that this may be what is driving the high blood glucose numbers. Customer had no time to speak to the helpline and stated that her blood glucose came down into the 400's mg/dl after an hour of waking up.